Manufacturer narrative:
The explanted lead was not returned to bsn because it was discarded by the medical facility. A review of the mfg documentation for the explanted lead found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was rec'd that a pt's lead was explanted because the lead came out of the header of the ipg. The physician chose to explant the lead and re-implant another. The pt is reportedly doing well.